Event description:
It was reported to philips that the system gave an alert indicating x-rays were not possible. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Additional information received confirmed that, although the issue occurred while the system was in clinical use, the procedure was not impacted and was completed as planned. No harm or injury was reported to philips. A philips remote service engineer (rse) connected with the customer and performed remote troubleshooting on the system. Troubleshooting confirmed the error message "ixr-pro-filament-current-out-of-range (1.0)". Philips provided a quote to the customer for onsite service and x-ray tube replacement, but the customer did not approve the quote; no device repair or replacement was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome.